Event description:
Additional information was received that a new device was implanted in a separate location to resolve the event.

Event description:
A device replacement procedure was performed due to reaching elective replacement indicator (eri) battery levels. During the procedure the set screw of the lead was unable to loosen. The device remains implanted and an additional replacement procedure will be attempted in the future. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
D6a: estimated date of implant was (B)(6) 2017.

Event description:
A device replacement procedure was performed. During the procedure the set screw of the lead was unable to loosen. The device remains implanted and an additional replacement procedure will be attempted in the future. The patient was stable.